Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It has since been reported that the patient underwent surgery to explant the device on (B)(6) 2018 and was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on may 13, 2019.